Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that a warning triggered on the right ventricular (rv) lead due to low impedance which caused a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.